Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 36 fractured. Unknown construction was placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded mechanical overloading of the implant and patient related bruxism. Screw breakage is classified as violent breakage and must be considered relevant to the implant fracture.

Event description:
Implant fracture.